Event description:
It was reported that "it was unable to pace during use." Occurrence date is unknown. Device will not be returned due to infection. Additional information was provided that the catheter was replaced and the problem was solved." No patient injury was reported.

Manufacturer narrative:
The complaint could not be confirmed without return of the product, nor could a root cause or potential contributing factors be identified. No actions will be taken at this time. A lot number was not provided therefore; a device history record review could not be performed.